Event description:
This report is based on information provided by philips third party service personnel and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that ECG equipment is malfunctioning. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.